Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator esg-400 displayed an error e433 (malfunction of the generator). The issue occurred during the device maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error was due to a faulty footswitch. Olympus will continue to monitor field performance for this device.